Event description:
The facility alleges the skin staplers are jamming. It is unk when this condition is occurring. No pt injury or medical intervention was reported.

Manufacturer narrative:
Add'l lot no. T1264102. The device has been received and currently being evaluated. A f/u report will be filed upon completion of the eval.